Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The fluoro functions pcb was removed and replaced and the calibration files re-loaded to prevent future lock-ups. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys reported sys lock up where the sys collimated down and all sys lights came on.